Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and missing end cap sticker.

Event description:
It was reported that the buttons on the customer's insulin pump stopped working and a button error alarm was received. The blood glucose level of the customer was 73 mg/dl. The customer was advised to discontinue usage of her pump and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.